Event description:
The customer contacted spacelabs healthcare technical support to report that their xhibit telemetry receiver (xtr) restarted and was offline for about five minutes before returning on its own. There was no patient or user harm associated with this event. A spacelabs product support specialist (pss) remotely connected and gathered xtr logs. Per the log review, the xtr went through a service restart. Following the restart a quad receiver card (qrc) failed to initialize properly, causing a delay in the waveforms to return to the central station. Cause of failure could not be determined.